Event description:
Attorney reported: in 2001--pt underwent a ventral hernia repair procedure with placement of a kugel mesh patch. Approximately three years later-- pt began experiencing abdominal swelling and pain at the hernia repair site. In 2005-- pt admitted to the hospital for chronic draining abdominal wound. Exploratory surgery where two fistulas with chronic drainage with an exposed kugel mesh. The ring was noted to be detached from the kugel mesh. The ring and exposed portion of the mesh was retracted and excised. Four months later -- pt admitted to hospital for abdominal pain, fever and chills. Pt discovered developed sepsis and his abdominal wound was still draining from fistulas. Pt start on antibiotics. Two months later-- pt admitted for consistent draining from the two openings on his abdomen. Pt underwent surgery where his physicians were able to confirm the remaining kugel mesh was infected. Two bowel defects were repaired with suture. In 2006-- pt was admitted for an infected abdominal wound. Pt underwent an exploratory laparotomy were infected pieces of kugel mesh were found in the properitoneal space and intraperitoneal region; one piece of mesh was found adhered to the bowel. In early 2008--the pt developed recurrent ventral hernias and admitted to the hospital for hernia repair surgery. The pt developed post-operative respiratory failure that caused him to lapse into a coma for approximately six weeks. When the pt emerged from his coma, he required extensive physical rehabilitation. The pt has been put on strict physical limitations by his primary care physician, his abdominal wall muscles are very weak from the ongoing problems and surgeries it necessitated. His daily life has been severely effected.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.